Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported unknown timing it was reported that the device was not taking even sheets center thinner than edges. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and there is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h10 multiple MDR reports were filed for this event, please see associated reports: 0001526350-2024 -00313. Review of the most recent repair record determined the rpms were erratic, the control bar was not in the correct position and the calibration was out at the 10 and 20 readings. The motor, control bar, ball bearing, needle bearing, reciprocation arm, neckpiece, machine head and other parts were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.